Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is compeleted.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report product complaint, concerns a (B)(6) male patient. The medical history included urinate a lot, drank a lot of water, resulting the patient was taken to the hospital on (B)(6) 2014, and was admitted for one week. The patient did not use concomitant medication. The patient received human insulin nph (humulin n) 4iu in the morning and 2iu at night, twice daily, subcutaneously, indicated for treatment of type I diabetes, beginning in (B)(6) 2014. Also, the patient received lispro insulin (humalog lispro) dose according to the dietary, subcutaneously, indicated for treatment of type I diabetes beginning in (B)(6) 2014. It was reported that both human insulin nph and lispro insulin treatments were started when the patient was hospitalized previously. On unspecified date, unknown time after the patient starting human insulin nph via humapen luxura burgundy (batch number 1306b02) and unknown time after starting lispro insulin via humapen unknown body type (batch number was not provided), the patient experienced hyperglycemia due to the device was jammed and the injection screw was loose. Information regarding corrective treatment and outcome was not provided. Approximately on (B)(6) 2014, the patient discontinued humapen unknown body type, and started to deliver lispro insulin via humapen luxura hd (batch number 1012g01). Approximately on (B)(6) 2014, the reporter believed that neither lispro insulin via humapen luxura hd nor human insulin nph via humapen luxura burgundy was doing effect. The reporter stated that at initial of human insulin nph treatment, the peak of action of human insulin nph was of eight hours, and since on (B)(6) 2014, when she measured the blood glucose of the patient, she did not observed effect of human insulin nph. Also, it was reported that the lispro insulin was not doing effect, and the humapen luxura hd was broken, it was not delivering the correct dose and the reporter tried to apply quickly and slowly, but sometimes it was released some drops of lispro insulin and sometimes it was released a stream lispro insulin. It was reported that due to the lack of drug effect, on (B)(6) 2014 at night, the patient experienced blood glucose of 400 (unit not provided). The event of blood glucose of 400 was considered serious by the company due to medically significant reason. Information regarding corrective treatments and outcome was not provided. As of (B)(6) 2014, it was reported that the patient was since on (B)(6) 2014 without human insulin nph and lispro insulin treatment (the reason was not provided). It was unknown who operated the device and but the operator was trained by physician. It was unknown the humapen model duration, the humapen unknown body type duration was not provided, the humapen luxura hd (batch number 1012g01) was used for 15 days and the humapen luxura burgundy (batch number 1306b02) was used for two months. The return of humapen luxura hd and humapen luxura burgundy was expected. The return of humapen unknown body type was not expected (conflicting information was provided, because at first time the device was discarded and also it was reported that the patient still had the device). The reporting consumer did not provide opinion of relatedness between the events with lispro insulin, human insulin nph, humapen luxura hd, humapen luxura burgundy and humapen unknown body type. Update (B)(4) 2014: additional information received on (B)(4) 2014 from initial reporter was processed with initial case. Update (B)(4) 2014: upon review of this case on (B)(4) 2014, the case was opened to update the medwatch fields for reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. No further follow up is planned. Evaluation summary: a mother reported on behalf of her son that his humapen luxura hd pen device was not delivering the correct dose of insulin. The mother also reported that the patient had a pen that was jammed and the injection screw was loose; however the patient had multiple pens and it is unclear to which pen this complaint refers. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch 1012g01, manufactured december 2010). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. A complaint history review of batch 1012g01, in conjunction with batch threshold review, did not identify any atypical trends with regard to dose accuracy. There is no evidence of improper use or storage.

Event description:
Case ID: (B)(6). This spontaneous case, reported by a consumer, who contacted the company to report product complaint, concerns a (B)(6) caucasian male patient. The medical history included urinate a lot, drunk a lot of water, resulting the patient was taken to the hospital on (B)(6) 2014, and was admitted for one week. The patient did not use concomitant medication. The patient received human insulin nph (humulin n) 4iu in the morning and 2iu at night, twice daily, subcutaneously, indicated for treatment of type I diabetes, beginning in (B)(6) 2014. Also, the patient received lispro insulin (humalog lispro) dose according to the dietary, subcutaneously, indicated for treatment of type I diabetes beginning in (B)(6) 2014. It was reported that both human insulin nph and lispro insulin treatments were started when the patient was hospitalized previously (upon follow up the patient earned humapen luxura hd (batch number 1208g02) after hospitalization, but information regarding that the patient used this device was not provided, and this humpapen luxura hd was damaged pc associated as 2987271). On unspecified date, unknown time after the patient starting human insulin nph via humapen luxura burgundy (batch number 1306b02) and unknown time after starting lispro insulin via humapen unknown body type (batch number was not provided), the patient experienced hyperglycemia due to the device was jammed and the injection screw was loose. Information regarding corrective treatment and outcome was not provided. Approximately on (B)(6) 2014, the patient discontinued humapen unknown body type, and started to deliver lispro insulin via humapen luxura hd (batch number 1012g01). Approximately on (B)(6) 2014, the reporter believed that neither lispro insulin via humapen luxura hd nor human insulin nph via humapen luxura burgundy was doing effect. The reporter stated that at initial of human insulin nph treatment, the peak of action of human insulin nph was of eight hours, and since on (B)(6) 2014, when she measured the blood glucose of the patient, she did not observed effect of human insulin nph. Also, it was reported that the lispro insulin was not doing effect, and the humapen luxura hd was broken, it was not delivering the correct dose and the reporter tried to apply quickly and slowly, but sometimes it was released some drops of lispro insulin and sometimes it was released a stream lispro insulin. It was reported that due to the lack of drug effect, on (B)(6) 2014 at night, the patient experienced blood glucose of 400 (unit not provided). The event of blood glucose of 400 was considered serious by the company due to medically significant reason. Information regarding corrective treatments and outcome was not provided. As of (B)(6) 2014, it was reported that the patient was since on (B)(6) 2014 without human insulin nph and lispro insulin treatment (the reason was not provided). It was unknown who operated the device and but the operator was trained by physician. It was unknown the humapen model duration, the humapen unknown body type duration was not provided, the humapen luxura hd (batch number 1012g01) was used for 15 days and the humapen luxura burgundy (batch number 1306b02) was used for two months. The devices were not returned. The reporting consumer did not provide opinion of relatedness between the events with lispro insulin, human insulin nph, humapen luxura hd, humapen luxura burgundy and humapen unknown body type. Update 05-may-2014: additional information received on 30-apr-2014 from initial reporter was processed with initial case. Update 13-may-2014: upon review of this case on 13-may-2014, the case was opened to update the medwatch fields for reporting. Update 29-may-2014: additional information received on 26-may-2014. Added new concomitant device. Update 05-jun-2014: additional information received 04-jun-2014 from the global product complaint system. Product complaint (B)(4) was cancelled and has been removed from the safety case. No additional information. Update 06-jun-2014: additional information received on 05-jun2014 from the global product complaint database added the device specific safety summary and manufactured date for the humapen luxura hd and the humapen luxura burgundy; updated the device available for evaluation to no for both devices as both devices were not returned; updated the EU/ca and medwatch fields; and updated the narrative. Update 17-jun-2014: additional information received on 11-jun-2014, 16-jun-2014 from initial reporter and on 17-jun-2014 from call center. Added batch number of concomitant humapen luxura hd. Updated narrative and correspondent fields accordingly.